Manufacturer narrative:
(B)(4). Date sent: 2/18/2025 d4: batch #y7030v investigation summary visual analysis of the returned sample determined that the er420 device was returned with the jaws damaged and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). However, it is known from the history of the device that the jaws damaged and misaligned condition may lead to scissored clips and hemostasis intervention as part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met before the release of this batch. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch y7030v number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, clips incorrectly fastened with a cross. The captioned vessel was cut by the clip, which caused bleeding. The procedure was extended by 30 minutes.

Manufacturer narrative:
(B)(4) date sent: 11/19/2024 d4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "is the current patient status known? The patient was discharged home in good condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Additional units of blood were administered during the procedure." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what was the procedure type? What was the anatomical structure being ligated? Was there any excessive torquing or twisting of the device at the time of firing? Is it possible that the device was fired over another object, such as a clip or cholangiogram catheter? Do you have pictures/videos of the procedure or device? What is the surgeons experience with this device? What is the current patient status?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.